Event description:
A customer contacted baxter?s global technical service center to report a system error (se) 2240 alarm (indication of air) with the homechoice (hc) machine during use. The caller was requesting a swap of the device. The caller was unsure if the homepatient (hp) was connected or not. The caller thinks they may have disconnected before the 2240 alarm. The technical service representative (tsr) would swap the device per the callers request. The caller would contact the nurse.

Event description:
It was reported that on more than one occasion during an interventional procedure in a heavily calcified coronary artery lesion, the stent did not stay fully expanded after deployment, had poor apposition, and there was vessel recoil. A post-dilatation balloon was fully inflated but after balloon removal, the stent still did not stay fully open. Therefore, a second stent was implanted inside and overlapping the first stent. After the second stent was implanted slight recoil remained but the vessel lumen was adequate and no further treatment was done. There was no adverse patient sequela. The physician expressed a concern for future research and development of a stent design with stronger radial strength for use in heavily calcified lesions. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). Sample availability and lot number is unknown at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. Follow up with the nurse revealed that she could not confirm if the patient was connected at the time of the alarm. A batch review was not performed due to unknown lot number. A label review was not performed due to no suspected user error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).